Manufacturer narrative:
Investigation found nothing that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The rubber fill septum was inspected, and no large puncture marks were found. An 0x67 was present in the downloaded data signaling an occlusion occurred. Was able to replicate the timeouts found in the initial data by resetting the device and delivering a bolus of 10 units but no error code was present. Found scratches on the tube nut near the clutch spring due to interference between the tube nut and reservoir cap. It's unknown if this defect contributed to the 0x67 error code. Found the processor connector spring leaning extensively inward where the commutator cap sits when the gear assembly was removed. No rotational errors were found in the data or in the attempted recreation. It's unknown if this defect contributed to the 0x67 error code.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 385 mg/dl while wearing the pod between 4 and 24 hours wearing the pod on the leg. For treatment, the patient replaced the pod and gave a correction bolus. The ketones were negative.